Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a procedure performed on (B)(6), 2010. According to the complainant, during introduction of the device the physician noted a kink to the end part of the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was slightly bent. Functionally, the device was able to bow and meet specification. In addition, the exposed cut wire length meet specification. The condition of the returned incident device was consistent with the complaint that the cut wire was bent. During manufacturing, tome devices are 100% inspected so the bent cut wire is likely to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a procedure performed on (B)(6), 2010. According to the complainant, during introduction of the device the physician noted a kink to the end part of the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.